Event description:
This is a UK originated report where the daughter of a home patient(hp) on (B)(6) 2010 called baxter (B)(4) technical services(bts) and reported that the hp had expired on (B)(6) 2010. The homechoice(hc) (B)(4) was implicated in the hp's death. The customer is not prepared to release the hc. The customer will have an independent examination performed on the hc. The daughter stated that her mother had two nights of various alarms before she expired. On (B)(6) 2010, a baxter (B)(4) representative spoke with the nurse who stated that the hp was admitted to the hospital and did have a number of drain alarms with the hc, but that the daughter was looking for someone to blame. She further stated that the hp died due to an unrelated issue. The patient's nurse will contact baxter when the machine can be collected for evaluation.

Manufacturer narrative:
(B)(4) - no further information is available at this time. The device availability is unknown. If the device should be returned, an evaluation will be performed and a follow MDR submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). As device wasn't available for investigation there is no information to evaluate and determine root cause of current draining issue complaint. The root cause of the complaint was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.